Manufacturer narrative:
(B)(4).

Event description:
It was reported through remote transmission that unspecified reset was observed. The patient was brought into the clinic for further troubleshooting and a download was performed. Patient's presenting rhythm was not provided and will continue to be monitored.